Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received.

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient had residual cylinder of less than two diopters. Additional information was provided that a reposition of the lens was performed. There are two medical device reports associated with this patient. This report is for the left eye.